Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect and a shocking/jolting sensation. The device was "misfiring" and the pt turned it off. The pt was using catheters and had a bladder infection. An x-ray was performed and no lead movement had occurred. She was redirected back to her healthcare professional. Additional info was requested from the healthcare professional.